Event description:
Patient presented to the physician with pain and suspected abscess at the chest incision site. Physician prescribed antibiotics. Patient presented back to the physician with continued suspected abscess at the chest incision site. Physician ordered imaging and confirmed fluid accumulation in the chest pocket. Physician brought the patient into the or, opened the chest incision, and discovered a seroma. Physician flushed the pocket with antibiotics solution and closed.